Event description:
It was reported that the pump battery could not be charged. During troubleshooting, it was discovered that the customer was using a non-tandem provided wall adapter with a tandem-provided charging cable to charge the pump. There was no adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.